Event description:
For a detailed description of the event, please see page four of this report. The physician reported the patient presented with a baseline loss of vision in one eye, and a significant decrease of visual acuity of the other eye. Coil embolization was performed 2006, utilizing 16 boston scientific detachable coils. The physician reported that from a procedural standpoint, the case was straight forward. Heparin was given, and the patient was on plavix while dexamethasone was administered prior to coil embolization. The physician reported due to aneurysm's large size, more coils could not be implanted, thereby making packing of the aneurysm suboptimal (approximately 10% to 15%). Considerations were given to stent placement; however this option was not pursued due to the tortuosity of the patient's vasculature. The patient's visual loss she had been suffering from, improved within the first few days prior to surgery. However, four days later, the patient suffered complete loss of vision, and developed a coma. The patient's glasgow come score (gcs) reportedly dropped over the next several days to as low as seven (3 being the worst, and 15 being the best in the gcs scale). The patient developed a high fever and endocrine problems, mainly due to a mass effect of the aneurysm, with reduced antidiuretic hormone (adh) and concomitant hyponatremia (low sodium levels - 124 meq/l). There was no evidence of stroke on the CT scan, however the brain surrounding the coil was difficult to visualize due to artifact, which may or may not have masked evidence of edema. No MRI was performed. Cerebral spinal fluid was negative for organisms. Protein and cellular information was not disclosed to boston scientific as this information was not available at the time. Blood culture and urinalysis were unremarkable. Two weeks following the procedure, the patient's gcs rating continued to improve up to 14, although permanent and persistent visual loss was now present. The patient was reportedly still febrile and will be discharged from the hospital in the near future. Patient continues to take acetylsalicylic acid (asa) and gentamycin, steroids have been discontinued.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The patient had already presented with loss of vision in one eye, and visual field cut of the other eye. Post procedure, the patient experienced total visual loss after coil embolization of a large aneurysm. Boston scientific acknowledges the occurrence of this complication, but cannot determine the relationship (if any) between the reported event and the devices utilized during the procedure. As part of the natural history of large cerebral aneurysms located on the internal carotid artery, visual loss in varying degrees is known to accompany aneurysmal disease. Whether this complication was caused by an alteration of aneurysm morphology resulting in compression of neighboring nerves, or by an effect exerted by the coil mass on oculomotor and optic nerve pathways cannot be determined. The visual loss also could have been caused by a prolonged spasm involving the left ophthalmic artery. Boston scientific will continue to gather any additional information available regarding this incident. If any further, significant information is found, a supplemental report will follow.